Event description:
Shortly after a pump refill session the pt 'went comatose for roughly 10 mins'. The pt was transported to the emergency room via ambulance. There the pt had symptoms of overdose including pinpoint pupils, lethargy, dizziness, hyperalgesia, and sedation. The pt was placed on a narcan intravenous infusion. The pt's status was reported as good. Pocket fill was suspected; the emergency room doctor was unable to contact the managing physician. A MFR's rep was paged so the pump logs and programming could be interrogated. The pump was turned off soon after the event onset. There were no alarms; volume discrepancy hadn't been checked. The pump was restarted at the minimum rate on one day later. The pump was used to deliver fentanyl, compounded baclofen, and clonidine. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.